Event description:
Consumer reports meter is running high. Inaccurate readings on the high side. Comparing results to their other meter. Analysis run on clark error grid competitive reading (45) as ref. Point vs. Bd reading (138) yielded data points in the d range of the grid, outside acceptable limits.